Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units with multiple cartridges during the load process. Cold insulin was used. There was no reported impact to the customer's blood glucose level. The customer was not aware of the 3ml mark on the syringe and may have overfilled the cartridges.